Event description:
Complainant alleged that while attempting to monitor a patient (age and gender uknown) the device started to self-charge. The complainant indicated that the device was powered off before getting to a full charge. The complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The user obtained another device to continue monitoring the patient.